Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a low anterior resection the device got stuck when they tried to remove it. The rotating knob was turned too much, and the anvil disconnected and remained in the colon. They were able to remove the anvil and complete the case with no patient consequences.